Event description:
It was reported that during a hearing implant surgery, it was discovered that the "burrs do not seat and lock in place." The reporter stated that there was a ten minute delay in surgery; no patient harm, adverse outcome or injury was alleged. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint that the unit will not secure the burr was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.